Manufacturer narrative:
This report is being submitted as additional information was received that this lead was explanted and replaced. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range pacing impedance measurements, measuring greater than 3,000 ohms. The system was tested in unipolar, in which the high impedance measurements were not reproducible. The system was kept in unipolar. It was noted that neither oversensing or pacing inhibition were observed. No adverse patient effects were reported, and this rv lead remains in service. Additional information was received that this rv lead was explanted and replaced due to an unknown product performance anomaly. It was noted that the lead was fractured during explant. At this time, no additional adverse patient effects were reported, and this rv lead has not returned for analysis.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range pacing impedance measurements, measuring greater than 3,000 ohms. The system was tested in unipolar, in which the high impedance measurements were not reproducible. It was noted that there was no oversensing or pacing inhibition. No adverse patient effects were reported, and this rv lead remains in service.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.